Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)18" (max take-up revolution exceeded) error message and could not be cleared. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.